Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot number 0012247283 was returned and analyzed. A visual inspection of the shaft area was performed and identified a shaft kinks at approximately 2.5 inches and 25.5 inches from the tip. A lab test catheter was inserted and retracted into the sheath several times easily without any issue. The performance test with sentinel blackbelt leak tester was performed. The pressure test with 30 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.05931 psig (should be less than 0.3 psig). The flushing test with 6 psig showed the pressure decay in the device was 0.01014 psig (should be less than 0.2 psig). The aspiration test with negative pressure of 4.1 psig showed the pressure decay in the device was 0.00145 psig (should be less than 0.2 psig). All the performance tests were in the acceptable range. The shaft, side tube, and valve were all leak-tight with no apparent issue. In conclusion, the reported air ingress was not reproduced during testing and the sheath failed the return product inspection due to a kink/twist on the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, there was air in the balloon. The balloon was "washed" repeatedly; however, the issue persisted. The balloon catheter was replaced which resolved the issue. It was also reported that there was an unknown valve issue with the sheath. The sheath was subsequently replaced. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Incoming information indicated the sheath valve issue was communicated in error (it did not occur) and that the device with the alleged problem was the balloon catheter. The sheath was not replaced, just the balloon catheter was replaced and the case was completed after the balloon catheter replacement.